Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the surgical procedure the stem inserter tip broke off inside the stem. Patient was scheduled for incision and drainage with possible head and poly exchange. After exposure trunnion was noticeably worn and femoral head was no longer engaged. The inserter (1020-1600) tip broke off inside the accolade stem when the surgeon attempted to extract the stem. Poly and head exchange became total hip revision with extended trochanteric osteotomy due to stem inserter breaking. Case turned into hip revision because the implanted hip stem was not usable.